Manufacturer narrative:
The cause of the bleeding was large skin tissue preventing the repo unit from reaching the artery.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-00925 was provided.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted for cardiogenic shock (cgs). Due to the large habitus of the patient when the physician did the sheath exchange, the repositioning sheath was too short to reach the arteriotomy and the patient bled profusely. The physician force the pump down inside with the hub and suture ribs all inside the skin tract to reach the artery.